Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after announcing a usual meal but eating less than usual while using the ilet, with additional contributing factors including recent exercise and a user-initiated lowering of the cgm target; the device delivered more insulin than needed for the actual intake, and there were no alerts or alarms. Symptoms included low blood glucose, with a nadir of 67 mg/dl, lasting approximately 15 minutes. Outcomes included transient hypoglycemia that the patient self-treated with one tablespoon of honey mixed with water, without medical intervention, hospitalization, or ketone testing. Investigation included complaint handling with troubleshooting and education provided to the patient regarding appropriate meal announcements and not changing cgm targets without clinician guidance. Investigation of this case revealed user-related factors including inaccurate meal size announcement and a lowered cgm target, in the context of exercise, as plausible contributors. It was concluded that the event was consistent with hypoglycemia associated with user inputs and activities rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.